Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen "went dark unexpectedly". Subsequently, it was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen and the pump date was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen unresponsive and stings issues were verified. Based on the analysis, the alleged touch screen resolution issue could not be verified. However, a different issue was identified (cracked touchscreen and cpu reset).